Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product.

Event description:
It was reported that the bd vacutainer® 9nc plus blood collection tube filled up to the "bottom of the cap" during use. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: customer stated over filling was witnessed today with products 363083 and 363080. No exposure to blood, no erroneous results. She stated that the tubes are filling to the bottom of the cap. I explained that this level is acceptable, as the minimum fill is at the etched line, and the maximum fill is at the bottom of the cap.